Event description:
The information received via medtronic indicated that the insulin pump had error occurred while writing external history and trace flash. Customer was not able to clear the alarm. The insulin pump's keypad was stuck, the scroll bar was moving up and down without any input. The customer did not receive stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Patient returned product with allegation of pump error 37 and aa03 (stuck key alert) on nov 29, 2021. Patient stated having some problems with his pump. Ifb comes up a few times; he put the pump in rewind; and now its saying pump error 37. Dop114-980doc: pump error 37-39, 41-43, 79-80, 82, 130. P-cap locked in place properly during testing. Unable to perform displacement test due to constant pump error 37 during rewind. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 37 alarms were recorded on nov 29, 2021 at 19:58 20:01 20:02 20:05 20:31 20:44 20:47 20:50 20:53. On nov 29, 2021 at 19:50 19:5119:52 19:54 19:56 19:58 multiple no delivery alarms were recorded. Unit also recorded pump error 61 confirmed in the history file on nov 04, 2021 at 05:15. Proceed it by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding motor home switch causing the pump error 37 during rewind. During visual inspection of electronic assemblies moisture damage was also noted on electronic assemblies and connectors. Unit received with faded serial number label, cracked keypad at select button and scratched case. In conclusion unit received with constant pump error 37 during rewind due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.